Event description:
It was reported that a malfunction occurred. The customer's blood glucose level was 114-300 mg/dl. Customer went to the emergency room (ER) for approximately 8 hours. Customer did not provide treatment received in the ER. Upon being released from the ER, the customer's bg level was 291 mg/dl, and the customer was in stable condition.